Event description:
Patient site ID: (B)(6). It was reported that suture placement in the right common femoral artery was done with two proglide devices using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly, femoral imaging was not performed. The proglide device was used to close the access site. There was no reported clinically significant delay in the procedure or therapy. On (B)(6) 2023, it was noted that the patient had developed mild right inguinal ecchymosis, likely due to a hematoma (less 6cm) related to the access site. However, there was no active bleeding and no decrease in the patient's hemoglobin levels. No treatment was required. The patient status was reported as stable and was discharged on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effect of hematoma is listed in the electronic proglide instructions for use IFU as potential adverse events of use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 2017- failure to follow steps / instructions was added to capture no femoral imaging performed.